Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient took a bad fall in september. A manufacturing representative (rep) said the patient ¿popped a few stitches¿ and she got no relief now. No interventions or outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.